Manufacturer narrative:
Additional narrative: exact date of event is unknown; event occurred sometime in 2021 initial reporter is a synthes sales representative part 03.037.017, lot 9569617: manufacturing site: bettlach. Release to warehouse date: july 31, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection of the device and provided images, it is observed that the threads of the guide sleeve are stripped/deformed. There were severe dents at one of the corners of the proximal end of the device. The distal tip of the device was bent and there were scratches on the device but have no impact on the device functionality. Further, the device was missing both the red and yellow alignment indicator epoxy; relevant actions have been taken to address this issue. No other issues were identified. The internal diameter of the blade/screw guide sleeve was measured to be specification. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, when locking the proximal femoral nailing system (tfna) it was difficult for the surgeon to compress with the compression nut. It was found that the threads in the blade/screw guide sleeve had become damaged. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Upon visual inspection of the device and provided images, it is observed that the threads of the guide sleeve are stripped/deformed. This report is for a blade/screw guide sleeve. This is report 1 of 1 for (B)(4).